Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: 419688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. It was noted that the ra lead had high impedance and high threshold measurements. It was also noted that the patient experienced vertigo and had breathlessness. The lead was capped and replaced. No further patient complications have been reported as a result of this event.